Event description:
Prior to insertion of the foley catheter, the balloon was inflated to check for balloon patency. The bard urine foley catheter was placed in patient, as per standard of care. During the surgical procedure the foley was found lying on the floor. The balloon was found to have a crack, thus causing the foley to fall out.